Manufacturer narrative:
Based on information provided from the customer (B)(6) lot 9612 is stamped on the instrument. This information indicates that the device was manufactured in december 1996 and has therefore been in use for approximately 28 years prior to the damage occurring. Root cause : wear and tear over many years of use. If additional information is obtained that is pertinent to the investigation or provides additional details a follow-up report will be provided. Until such time, this can be seen as the final report.

Event description:
The complainant alleges, "during an abdominal hysterectomy, a straight heaney instrument tip broke off inside the patient. Two pieces broke. Both pieces accounted for and verified by both surgeons performing procedures."

Manufacturer narrative:
No lot number was given. We are attempting to get more information about the product, including returning the product for evaluation and/or obtaining pictures. The investigation is ongoing, and the quality of the investigation will be determined by what additional information we can obtain. If additional information is obtained that is pertinent to the investigation or provides additional details, a follow-up report will be provided. Until such time, this can be seen as the final report.

Event description:
The complainant alleges, "during an abdominal hysterctomy, a straight heaney instrument tip broke off inside the patient. Two pieces broke. Both pieces accounted for and verified by both surgeons performing procedures."